Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, the scratch on lens was noticed. Additional information was requested and received stating the lens was noted to have a scratch on it once placed into the eye. It was removed and replaced with another lens. No patient harm was reported. The incision was not enlarged and no suture was used.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and handpiece with a non-qualified viscoelastic. The root cause for the reported complaint may be related to a failure to follow the IFU. The viscoelastic indicated is not qualified for the lens/monarch combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Additional information was provided that in the surgeon's opinion, the cause of the event was most likely an error in loading. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).